Manufacturer narrative:
(B)(4). Event date: (B)(6) 2018. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Reported via medwatch (B)(4). It was reported that there was a hole in the catheter. An angiojet® solent¿ omni catheter was selected for use during a thrombectomy procedure in the superior mesenteric artery. The device was inserted into the patient and upon reaching the target area, the physician began suction. When the device began suction, a small pinhole was observed in the middle of the catheter. The procedure was completed using the same device. There were no patient complications reported.